Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A patient reported that six years following an intraocular lens (iol) implant procedure, some kind of white film came over the lens. Her vision was getting bad because of this. Her doctor treated her with a laser to remove the film and now vision is so much better. Her symptoms have resolved. There are two medical device reports associated with this patient. This report is associated with the right eye.